Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for next day post-operative follow up; it was noted that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable.